Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2021. In providing usage sheets while reporting a revision of the patient's right knee on (B)(6) 2021, rep provided a primary usage sheet and a usage sheet from a revision on (B)(6) 2021. A 5x16 cs insert was revised to another 5x16 cs insert due to flexion instability. The reporting rep was not present for the procedure and no records exist confirming any stryker rep was present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Updated - patient age at time of event. Reported event: an event regarding instability involving a triathlon insert was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient's knee was revised due to flexion instability. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the revision of the patient's right knee on (B)(6) 2021. In providing usage sheets while reporting a revision of the patient's right knee on (B)(6) 2021, rep provided a primary usage sheet and a usage sheet from a revision on (B)(6) 2021. A 5x16 cs insert was revised to another 5x16 cs insert due to flexion instability. The reporting rep was not present for the procedure and no records exist confirming any stryker rep was present for the procedure. Rep confirmed that no further information will be released by the hospital or surgeon.